Event description:
Customer responded to 70 yr old male, approx 230 lbs, complaining of chest pains. Pt had previous history of cardiac condition and an extensive list of medications. Customer reports the device displayed a fault condition, monitoring only, when attempting to select a monitoring lead. Pt was transported without incident. Svc rep was unable to duplicate reported condition.